Event description:
The customer contacted physio-control to report that their device would power cycle and failed it's self test. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: section d10, device available for evaluation of the initial medwatch report indicates "outside united states service facility" section d10, device available for evaluation of the initial medwatch report should indicate "no" section h6, method code of the initial medwatch report indicates "analysis of data provided by user/third party" section h6, method code of the initial medwatch report should indicate "testing of actual/suspected device" additional information: the third-party service agent replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The third-party service agent disposed of the replaced user interface pcb assembly, therefore further root cause could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would power cycle and failed it's self test. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.